Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. The exposed right ventricular defibrillation coil became extrinsically fractured due to a cut. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix bent, and that prevented the helix function properly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician encountered placement difficulty when the helix of the right ventricular (rv) lead would not fully extend. The lead was not utilized and an alternate lead was implanted. No patient complications have been reported as a result of this event.